Event description:
During manufacturer review of a vns patient's programming history, it was noted a faulted systems diagnostics test occurred on (B)(6) 2006 which caused the vns output current to reset to 0ma, so no therapy was being delivered. This was not corrected until (B)(6) 2007.

Manufacturer narrative:
Analysis of programming history.